Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022 at 11:30 am, the reporter received a data signal loss message on their smart device. At 11:45 am the patient got cgm low alerts at the school so he went to the nurses office. Between 12:00 pm and 12:15 pm the cgm was reading low (below 40 mg/dl) and therefore the patient self-treated with 4 glucose tablets. Between 12:15 pm to 12:25 pm the cgm was still reading low, so the patient self- treated with juice. At 12:30 pm the patient received an urgent low alert. The patient´s parent was not sure if the patient was given more glucose tablets or juice at that time of the event; however, an ambulance was called. When the paramedics arrived they checked the patient's blood glucose levels and it was 564 mg/dl. Although the patient was in stable condition, he was taken to the hospital. It is unknown if any treatment was provided to the patient at the hospital. The patient was released from the hospital at 4:00pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.